Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found. Analyis of the device memory indicated there was a low telemetry battery voltage.on 07 apr 2016, the grey bar was identified with battery voltage of 2.94 v.

Event description:
It was reported that prior to the implant procedure the implantable cardioverter defibrillator (ICD) displayed a grey bar indicating unexpected longevity and low battery voltage. The ICD was not used. No patient involvement occurred.